Event description:
A customer reported a cartridge alarm 30 and experienced high blood glucose levels, although the specific value was unknown. There was no adverse impact to the customer's blood glucose level. The customer managed the high blood glucose with a correction injection via multiple daily injections (mdi). Technical support confirmed the issue and decided to replace the pump, which was still under warranty. The customer was informed that they would receive a replacement pump with updated software and was instructed on how to return the faulty pump with a provided return box and pre-paid label. They were also advised on how to program their settings and connect their continuous glucose monitor (cgm) to the new pump. Customer reverted to an alternative method of insulin therapy.